Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that out of range issues occurred between the transmitter and pump. It was also reported that the customer was hospitalized due to diabetic ketoacidosis; details and nature of event were not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.